Event description:
It was reported that during a set up before a case, it was noticed that the handpiece had a detached backstop. It was swapped for its backup to continue the procedure without delays. No patient was involved at the moment of the issue. No other complications were reported.

Manufacturer narrative:
The navio, handpiece, part number 110137 sn: bb000996 used for treatment was returned for evaluation. The reported problem was visually confirmed. The lead screw nut is broken and detached from the snap lock. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snap lock. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. As part of corrective actions, a new and more robust design of the snap lock has been released.